Event description:
During an off pump CABG procedure the enclose ii device was inserted into the aorta to enable the surgeon to sew on the proximal graft. This particular device was defective in that it had a hole in the diaphragm, which allowed blood to escape. Another enclose ii device was used to finish the case. At the request of the manufacturer, novare surgical systems, the device is being returned to the distributor, ats medical, for evaluation.